Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 26,925 joules. There was no info reported if the fiber cap was retrieved. No pt injury was reported. The device was not returned for eval.